Manufacturer narrative:
The lead was surgically abandoned and a new boston scientific atrial pacing lead was implanted. As the lead will not be returned, clinical observations cannot be confirmed. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial pacing lead exhibited loss of capture and no sensing. A chest x-ray confirmed a fracture. It was noted that the patient had an intrinsic atrial rhythm.